Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bags have a kink in them right before the urine would drain into the bag. Customer tried running water through the line and the water would not drain but just backed up.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted 1 opened (without original packaging) and 2 unopened drainage bags. Visual inspection of the sample noted no the opened drainage bag had kinked in the drainage tubing upon return. Also noted the 2 unopened drainage bag evaluated and no kinks noted. This is out of specification per inspection procedure, which states, "tubing must not be kinked as to reduce the i.d. More than 25%". A potential root cause for this failure mode could be ¿ incorrect assembly operation / components placement / accessories". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " 100% latex-free closed system urinary drainage bag. With anti-reflux valve and ez-lok® sampling port. 2000 ml approximate volume capacity drainage bag. Bard ez-lok® sampling port. Attached sheeting clip. Control-fit¿ outlet device." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the drain bags have a kink in them right before the urine would drain into the bag. The customer tried running water through the line and the water would not drain, but just backed up.